Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the heater plate gets very hot due to no water in the humidifier chamber, then she added water into it and still the plate is getting very hot. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.